Event description:
It was reported that during a myomectomy (hysteroscopy) procedure, a small black ringed foreign object was noticed inside the uterus after the device had been inserted. A small black ring object, fell into the cavity of the patient. An alpha scope was used to retrieve the foreign object from the patient. No x-ray was performed to locate or confirm retrieval of the component and no additional operation was required. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: 72204064, truclear ultra mini tissue removal device (lot#5813682). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.